Manufacturer narrative:
B1 - corrected to: product problem (e.g., defects/malfunction) in the initial MDR b2 - required intervention to prevent permanent imapirment/damage should be removed from the initial MDR. Claim # (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -9.0/1.0/080 (sphere/cylinder/axis) was intraoperatively implanted and removed as replacement lens for a patient's left eye (os) on (B)(6)2022. Reportedly, "icl os was to be exchanged for a smaller lens, however after explantation of original lens, new lens was unable to be implanted due to floppy iris and possible zonular insufficiency." The cause of the event is unknown. The problem was resolved.